Manufacturer narrative:
D9: added the devices return information h6: omitted code a141101.

Event description:
An impella cp device was inserted into the left femoral artery in a 58-year-old male patient presenting in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during an electrophysiology ablation (ep ablation). While the patient was in the intensive care unit (ICU), there was increasing hemolysis since transfer from the cath lab. Plasma free hemoglobin (pfhg) levels were 143, 376, 744, 862, and 988 mg/dl. Positioning was verified several times using a transthoracic echocardiogram (tte) and repositioned. The impella was functioning at p-2 at the time of explant. The patient needed to be treated with circulatory support medication. After explant of the pump, the pfhg dropped to 3 mg/dl. In addition, there was a sudden drop in purge flow from 13ml/h to 2.8ml/h and an increase in purge pressure from 400 to 875 mmhg. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.